Event description:
A doctor identified three (3) different lots of maxcem elite, which were alleged to have set too quickly; however, the doctor was not definitive as to the number of patients affected with regard to each lot. This is the sixth of six (6) reports.

Manufacturer narrative:
Although the doctor identified three (3) different lots associated with the loss of the restorations, he could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4720558, 4704804 and 4772304. The doctor removed the crown, cleaned out the cement, and re-cemented the restoration with the same product, without further incident. To date, the patient is doing fine. The product was returned. The lot numbers 4720558, 4772304 and 4772304 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.